Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this family member contacted boston scientific technical service in (B)(6) 2018. The family member commented that this patient died on (B)(6) 2015. The patient had been implanted with a nonboston scientific device, boston scientific right atrial lead and other nonboston scientific leads. The technical service consultant was informed that the implantable system had been implanted on (B)(6) 2012. The family member alleged that post-implant of the device, the patient had mini strokes on the same day every month. Additionally, according to the family member, an autopsy confirmed the presence of mini strokes. The family member felt that the device or leads may have contributed to the death of this patient. The family member was upset with the physician for implanting the system as the patient seemed fine.